Manufacturer narrative:
Internal complaint reference (B)(4). Article: sui haijing, xiao shuifang, qin yong, wang quangui, zhao enmin, liu yuhe, ... & cong tiechuan. (2010). Clinical study of postoperative bleeding in plasma rf-assisted opalopharyngoplasty. Chinese journal of otolaryngology head and neck surgery, 45(10 ), 830-834.

Event description:
It was reported that on literature review "study on hemorrhage following coblation assisted uvulopalatopharyngoplasty", 10 patients had a bleeding(unknown if primary or secondary) after an uvulopalatopharyngoplasty procedure using a evac 70 coblation wand. The events were treated/resolved by or treatment with electrocautery or suture. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, the instructions for use, risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The patient impact beyond that which was reported cannot be determined. The patients¿ outcome or current health status was not provided. Therefore, no further clinical/medical assessment can be rendered. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.